Event description:
It was reported that the patient was referred for a prophylactic generator replacement surgery. However, during the day of the replacement surgery it was noted that high impedance was seen on the patient's device during a follow-up appointment prior to the date of surgery. There was no mention of trauma that may have caused the high impedance. It was also stated that the patient experienced an increase in seizures since the patient's corpus colostomy, and the physician believed that the increase in seizures may be related to the high impedance. During the patient's generator replacement surgery, the lead pin was inserted securely into the newly implanted generator to ensure that the high impedance was not related to the pin insertion. High impedance was seen again with the newly implanted device. The entire lead was then removed and replaced. Areas where inner lead had come out of the outer insulation were seen. The surgeon stated that he could not see very clearly, but stated that there may be something like a fluid in the lead further down. No other relevant information has been received to date. The explanted products have not been received by the manufacturer to date.

Event description:
The explanted generator and lead was received by the manufacturer. The generator underwent product analysis. The pulse generator was monitored for more than 24 hours in a simulation body temperature environment, and there were no signs of variation in the pulse generator's output signal. The electrical tests performed in the pa lab also found that the generator was at the intensified follow up indicator (ifi)= no condition. Comprehensive automated electrical evaluation showed the pulse generator performed according to functional specifications. The vns lead underwent lead analysis. The visual analysis of the lead indicated abraded opening were observed on both the outer and inner silicone tubes. During the visual analysis it was also found that pin quadfilar coil was broken. Further analysis also indicated that there were three points where the lead may have been worn to the point of fracture and fluid was found inside the inner and outer tubing. During the visual analysis it was also noted that the connector ring quadfilar coil appeared to be broken. Extensive pitting was also observed which prevented identification of the coil fracture type with mechanical damage and residue material. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the abraded openings and observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other relevant information has been receive to date.